Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Pump received with cracked reservoir retainer. The test reservoir stay locked in place noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the retainer ring and cosmetic damage. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.